Event description:
It was reported that a patient experienced low saturation. After a procedure, prior discharge the patient where a farawave catheter was selected for use, it was noticed that the patient experienced low oxygen levels. The situation required medical intervention. The patient was placed on a bi-level positive airway pressure (bpap) and given lasiks. The patient is expected to fully recover. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to initial MDR in blocks h6: patient codes and impact codes.

Event description:
It was reported that a patient experienced low saturation. After a procedure, prior discharge the patient where a farawave catheter was selected for use, it was noticed that the patient experienced low oxygen levels. The situation required medical intervention. The patient was placed on a bi-level positive airway pressure (bpap) and given lasiks. The patient is expected to fully recover. The device is not expected to be returned for laboratory analysis, it was disposed.